Event description:
The company was informed that the patient's device was explanted due to device extrusion. The patient's electrode array was protruding into the ear canal. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.